Event description:
It was reported during the surgery when the doctor implanted the lead it was found it didn¿t work. It was stated the impedances showed low. It was stated the lead was changed and it worked. It was stated the patient symptoms were improved. It was further reported after the lead had been tested the results showed the resistance was low. It was noted after the new lead placed, the resistance was normal.

Manufacturer narrative:
(B)(4).